Event description:
It was reported that the arctic sun gel pads had caused skin breakdown to 3 or 4 patients under the axilla and deep tissue injury (dti)s on 1 patient's thighs. They declined to show pictures and had not saved the pads and did not know their lot numbers, also could not provide dates for when these events occurred. It was unknown what medical intervention was provided.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No additional actions can be taken at this time. A DHR could not be performed since no lot number was provided. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. Correction: d. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun gel pads had caused skin breakdown to 3 or 4 patients under the axilla and deep tissue injury (dti)s on 1 patient's thighs. They declined to show pictures and had not saved the pads and did not know their lot numbers, also could not provide dates for when these events occurred. It was unknown what medical intervention was provided.